Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a thrombus occurred. The 99% stenosed target lesion was located in the right coronary artery (rca) with a 5mm reference vessel diameter and a 26mm lesion length. A 5.00x28mm liberte stent was implanted. The procedure was rated a technical success. An addition procedure described as thrombectomy was performed in the target lesion to treat a fresh thrombus. Residual stenosis was 0%. The procedure was a technical success. No further data provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.